Event description:
It was reported that the patient presented in-clinic for a scheduled procedure as it was previously noted upon interrogation that the right-ventricular (rv) lead exhibited noise and high pacing impedance. As a resolution the rv lead was capped and replaced on (B)(6) 2025. The patient condition was stable.